Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 14736341, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's leads migrated and were no longer in optimal neural area. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.